Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who reported that the patient had an allergic reaction to the electrodes and prescribed a medication for the irritation. Follow up indicated that the medication helped the skin irritation to improve.